Manufacturer narrative:
Batch review performed on 24-jun-2022. Lot 2002798: (B)(4) items manufactured and released on 13-may-2020. Expiration date: 2025-05-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
The patient had a primary knee surgery on (B)(6) 2020. On (B)(6) 2021, the patient came in reporting instability due to laxity and the cause was unknown. The surgeon revised the gmk-sphere tibial insert with a thicker one to give the patient more stability. The surgery was completed successfully. Presently, (B)(6) 2022, the patient came in reporting instability due to laxity. The surgeon revised gmk-sphere tibial insert. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 19-aug-2022 . Lot 2001705: (B)(4) items manufactured and released on 31-mar-2020. Expiration date: 2025-03-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
The patient came in for a revision right knee surgery and primary left knee surgery on (B)(6) 2021 . On (B)(6) 2022, the patient came in reporting instability due to laxity. The surgeon revised gmk-sphere tibial insert - flex left - 11 mm s4 with a gmk-sphere tibial insert - flex s4l - 17mm. The surgery was completed successfully.